Event description:
The customer stated that she performed a control test and received a result that was high, out of specification. While troubleshooting, she performed 2 more control tests and received 2 results of 165 mg/dl. The normal control range was 71-102 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.